Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function properly and intermittently jammed in the open position. It was further noted that the carrier shaft and disconnect sleeve were worn and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear om mechanical components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device was broken. There were no delays to the planned surgical procedure as an identical spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.